Event description:
It was reported that the pt was revised, and the surgeon requested eval of the articular surface for wear.

Manufacturer narrative:
Eval summary: it is not possible to determine the amount of wear on the device since the device was not inspected by development prior to use. Surgical notes and x-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. Eval: dimensional analysis shows that the device is conforming to print specifications. Visual examination shows wear on the condyle pads and backside wear. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.